Manufacturer narrative:
(B)(4). Title: comparative study of the initial experience in performing robotic and laparoscopic right hepatectomy with technical description of the robotic technique source digestive surgery, volume 36, 2019 (241¿250) date of publication: 14 march 2018. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature source of a study performed about the initial experience in performing robotic and laparoscopic right he patectomy with technical description of the robotic technique, which aims to evaluate the feasibility of complex robotic liver operations compared to laparoscopic liver surgeries, there were higher rates of complications experienced in the laparoscopic arm. The op erative data and initial outcomes of the 20 laparoscopic patients involved in the study with the mean age of 65.9, show the following complications: 5 cases of conversion to open surgery. In 2 cases, the procedure was converted into open due to intraoperative bleeding, and in 3 ¿ vascular invasion that required the vessel resection with following reconstruction. One reoperation was also performed in a patient due to postoperative hemorrhage. There was also bile leakage in 2 cases and transitory liver failure in 1. The morbidity rate was 15%.